Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.

Event description:
It was reported an unspecified incident on (B)(6) 2024 at around 2300 involving an infusion of heparin. The customer is requesting the manufacturer to investigate and identify the "heparin infusion administration time, and stoppage intervals beginning on (B)(6)." Per report, "the patient has died unfortunately but again the death has no relation to the device itself but the information can help us in the investigation we only need to know when the patient was hooked to the medication and when he was off it also the rate used." Multiple requests have been made; however, no further information was provided by the customer.

Event description:
It was reported an unspecified incident on (B)(6) 2024 at around 2300 involving an infusion of heparin. The customer is requesting the manufacturer to investigate and identify the "heparin infusion administration time, and stoppage intervals beginning (B)(6) to the end (B)(6)." Per report, "the patient has died unfortunately but again the death has no relation to the device itself but the information can help us in the investigation we only need to know when the patient was hooked to the medication and when he was off it also the rate used." Customer states the ordered and programmed infusion rate for the heparin could have been the following: 0.68ml/hr, 5.39ml/hr or 2.57ml/hr.

Manufacturer narrative:
Omit : other occupation, c20 - no findings available, d15 - cause not established. Correction : sex, date of death, describe event or problem, initial reporter occupation, report source, report source other. Additional information : age at time of event, age unit, date of birth, weight, weight unit, patient race, other relevant history, medical device serial #, unique identifier (UDI) #, if other specify, device manufacture date, imdrf annex b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.